Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg was unable to hold charge and ipg was deemed inoperable as patient lost therapy. As a result surgical intervention took place wherein the ipg was replaced with a new one. Reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.